Manufacturer narrative:
Based on the claim against the product by the customer noting image orientation issue, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the video processor (vp) to resolve the issue. The system was tested and verified as ready for use. Isi has not yet received a da vinci product involved with this complaint to perform failure analysis. The complaint regarding vision problems was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed errors 48259 on the video processor (vp) related to the reported complaint. No image or video was available for review. This complaint is considered a reportable event due to the following conclusion: the video processor (vp) was in an unacceptable state after the start of the procedure and the surgeon was able to continue with the procedure robotically. The vp required replacement. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the image was inverted. The customer had replaced the endoscope. The system was restarted. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system error logs and found errors 48259 on the video processor (vp). The procedure was completed with no patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the video processor (vp) assembly involved with this complaint and completed the device evaluation. The unit was returned for failure analysis, but the reported failure of the image was inverted could not be reproduced. However, the error/fault was confirmed via error logs/system logs. The technician was not able to replicate the reported failure by using in-house testing equipment. The video processor (vp) was inserted into the test equipment to run functional test then check for failures and ran power cycle 10 times the total test took 6 hours. The result was no failure found. When reviewing the remote error log at the site, there was error 48259 that occurred 23 times within the last 60 days, which pointed to the video camera algorithm (vca1) chip that located on the dual window appliance (dwa) board. As a precautionary measure, the dwa board will be replaced.

Event description:
Refer to h10/h11 for follow-up information.